Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported intermittent vacuum event. The nonconforming fluidics module was replaced to address that event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The customer reported event of unstable intraocular pressure (iop) could not be confirmed. It should be noted that the customer stated that the consumables were sometimes reused. The customer also did not have their in-house compressor placed directly next to the system. However, if or how much these factors contributed to the reported events remains inconclusive. The root cause of the reported intermittent vacuum event can be attributed to the nonconforming fluidics module. The root cause of the reported unstable iop event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a combined cataract and vitrectomy procedure, in the left eye, the patient's intraocular pressure was unstable. In a follow up, it was reported that the surgeon was concerned with a intermittent lack of vacuum, only in heavy use, during the vitrectomy portion of the case. The surgeon reported using the compressor which was on a different operating room floor than the console that was being used for the case.